Event description:
An adc customer reported that their fs freedom meter displayed the message "de"and was not able to code the meter for use. Customer then stated as a result they received an "incorrect reading because of the unknown display of code number" however, no specific reading was reported. Customer then stated they experienced a medical event however, they could not recall the symptoms they experienced. Paramedics were called, and treated customer on scene with an "IV drip" and transported her to a health care facility. Customer was diagnosed with hyperglycemia and reportedly treated with "four" additional intravenous infusions and food. No additional information was provided and attempts to contact the customer to clarify the product issue were unsuccessful. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
The customer's products have been requested back for investigation and a supplemental report will be submitted once new information is obtained.

Manufacturer narrative:
Meter powered on with button press and strip insertion. Did not observe code de appear when test strip was inserted. No new issues were observed. The complaint is not confirmed.